Event description:
Additional information was received on 18jul2023: the tr band was placed on the patient after the cardiac catheterization. There was no significant bleeding or hematoma for the patient. There was no damage noted to the device and no manipulation of the device pre-use or during storage. The device was stored on cath lab shelf in original packaging. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw511574. The event description states: "tr band placed on patient after cardiac catheterization procedure. Reported and documented that 11cc was placed in tr band by cath lab team, only able to remove 7cc's of air per tr band protocol. Implant date not released."

Manufacturer narrative:
E3: occupation: (B)(4). The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.